Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that scope head was loose. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was able to confirm and replicate the reported event. The company service representative secured the yoke to the communicating system and tightened the communicating system hardware. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to loose hardware between the yoke and communicating system. However, how or when the hardware became loose is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).